Event description:
Late report due to initial decision was that this report did not meet criteria for reporting to FDA - as this was caused by user error only and no malfunction or defect of the product/equipment. Cna used a stand up lift pad/sling on a full body lift. Since the stand up lift pad/sling is designed for residents that can bear 60 percent of their weight, the increased amount of pressure caused the strap on the stand up lift pad to break. Resident fell to the floor resulting in a hip fracture. The proper/correct pad for the full body lift was available, just not used by the cna. At this date, it is believed that the pad has been discarded and not available for evaluation.